Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) is experiencing discomfort and a strange feeling at the ipg pocket site while stimulation is on. It was noted the physician suspects the electric blanket used by the patient could be one of the reasons this issue is occurring. No further info is available at this time.